Event description:
It is reported that: "customer states that edc-00818 catheter broker in half, after inserting in left brachial vein." Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "caution: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported that: "customer states that edc-00818 catheter broker in half, after inserting in left brachial vein.". Additional information has been requested from the account.

Manufacturer narrative:
(B)(4).